Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the touchscreen was difficult to read due to scratches (wear and tear). The pump remained functional. There was no reported adverse impact to the customer's blood glucose level.